Event description:
It was reported to vyaire medical problem with blender where it is not pulling o2 until it is set over 25%. Furthermore, there is no patient involvement associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Device evaluated by MFR: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.